Event description:
Port was accessed using the gripper micro blunt tip huber needle. After accessing the port the rn removed the access device and engaged the safety device. This failed and the needle was left slightly exposed leaving the possibility of harm to either the patient and/or healthcare provider.